Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother of a customer reported via phone call of having blood glucose of 300mg/dl and several no delivery alarms. Troubleshooting found that the customer changed out the entire set and reservoir but the alarms could not be cleared. Customer indicated that they would call later to check the pump. No further details given.